Manufacturer narrative:
Medical devices: metasul ldh, head, 58, code x, taper 18/20, catalog no# 0100181580 ; lot no# unknown. Therapy date : (B)(6) 2010. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery loosening of stem, pain.

Event description:
No event update.

Manufacturer narrative:
Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend considering the following event is identified: loosening. Review of event description: it was reported that the patient received a left hip implant on (B)(6) 2005 and was revised on (B)(6) 2010 due to aseptic loosening of stem and pain. The large metasul ball head (ref:01.00181.580, lot:224 ) and alloclassic zm sl stem (ref:2849, lot:225) were revised, however, it is unclear if the durom cup (ref:01.00214.064 , lot:21) remains in patient. The reported lot numbers do not match any zimmerbiomet product, therefore treated as unknown. Review of received data: the received njr database entry were reviewed. In the reason of revision part, "aseptic loosening - socket", "incorrect sizing", "lysis", "malalignment", "wear of acetabular component" and "adverse soft tissue reaction to particle debris" fields have the value "no". The summary of removed component field suggested that only femoral stem were removed. The fields related to revision component showed new head and proximal/distal stem component were implanted in the revision surgery. No other medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check between durom resurfacing cup and metasul ldh was performed and showed that the product combination was approved by zimmer biomet. However, as the taper information was unavailable, the compatibility of head and stem could not be performed. Root cause analysis: pain cannot be related to a single specific failure mode, but it could associate with stem loosening in this event. All possible root cause are listed in rmw. However, due to significant lack of information, a meaningful analysis could not be performed. Conclusion summary: the patient was revised due to aseptic loosening of stem and pain. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Based on the njr database entry the reason for revision do not include cup loosening, misalignment or wear of acetabular component. It is unlikely the cup had contributed to the loosening of stem. Pain alone could not be related to a single specific failure mode, but it might be associated with the stem loosening in this event. There are multiple factors can contribute to stem loosening in general such as wrong positioning when preparing the femoral canal, selection of wrong components and fretting at taper. However, due to the significant lack of information, an accurate analysis cannot be performed. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).